Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify loose drive support cap anomaly due to broken/detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level of 550mg/dl. The customer was assisted with troubleshooting for the high readings. The customer treated the high blood glucose with an unspecified back up plan. Customer's blood glucose value was unknown at the time of the call. It was reported that the drive support cap was loose. It was reported that the customer did not press the cap while connected, they were not involved in a car accident, and did not know how the damage happened. It was indicated that the customer will be sent a replacement. There was no clear indication whether or not the product will be returned for analysis.